Manufacturer narrative:
The device has not been returned for eval. A f/u report will be submitted when the device is returned and the eval is complete. (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2012 to report "fluid spill post procedure. No injuries reported," on an orthopat device.